Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016. The patient is in good condition after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, oversensing noise was observed on rv lead. The noise could not be reproduced. The physician elected to schedule the patient for another follow up.